Event description:
Intermittent catheter patient (user) reported he contracted a uti. There was no device problem or injury reported. Patient said he did not wash the urethral area prior to catheterization. Patient finished a course of antibiotics and has fully recovered. His doctor has placed him on a maintenance antibiotic to take daily moving forward.